Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an incomplete side cut in the left eye of a patient on deep set during lasik surgery. There are multiple related reports for this event. This report addresses the patient cci, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the laser system. Fse performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. Multiple docking attempts probably because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The provided treatment report shows possible fluid build-up between eye and patient interface, possible pseudo-vacuum, decentered applanation and a long suction time, all contributing factors for an incomplete side cut. No part is expected to be returned to device for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).